Event description:
It was reported that the tip of the device is damaged. When using the screwdriver, it would not engage in the cannulated screw to advance it. They were able to use a screwdriver from the synthes broken screw removal set to successfully complete the procedure. They were able to remove the damaged device easily without additional medical intervention. No piece of the instrument remained in the patient. The event did extend the operative time by greater than 30 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR results being reported: a review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
A product development evaluation completed: the part was received with a broken inner shaft. The composite handle shows ageing fade that has been in service more than 10 years. The returned device was manufactured in june 1996 and is over 16 years old. The device shaft (component part # 314.462.01) was manufactured from 440a ss material which is a typical material synthes uses to make cannulated screwdriver shafts. This driver was replaced by part # 314.463 in 1999. The returned device is over 16 years old, and has outlived its useful life. Therefore this complaint is invalid from a design perspective. The returned device is over 16 years old, and has outlived its useful life. Part# 314.463 has replaced 314.462 as of 1999. Therefore this complaint is invalid from a design perspective.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.